Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced oversensing with an elevated sensing integrity counter (sic) and noise. The rv lead remains in use. No patient complications have been reported as a result of this event.